Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint on connector on interface board. The device had minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
No blood glucose levels reported. The customer reported a blank display on the insulin pump. The customer reported using new batteries on the insulin pump. Troubleshooting was done. The customer was advised to inspect the battery compartment, contacts and spring for corrosion or damage. It was reported that neither the battery compartment, nor contacts nor spring were damaged or corroded. The customer was advised to insert a new battery on the insulin pump. The customer reported that the display did not return. The customer was advised to clean the battery contact of the insulin pump. The customer reported that the display did not return. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional info was provided.